Event description:
It was reported that during a procedure on an obese patient, the surgeon was retracting the patients organs with a radiolucent retractor blade and a synframe guide rod. The retractor blade broke and the nut on the guide rod stripped. The surgeon used another set, and all pieces were retrieved. This is report 2 of 2 for this event.

Event description:
This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the design documentation for this instrument has been reviewed and there are no design issues associated with this part. The design of the part is appropriate for its intended use. The ability of the part to withstand retraction forces depends on a number of factors that vary from surgery to surgery, including but not limited to patient size and weight, incision size, and surgical technique. Therefore, this it is concluded that this complaint is indeterminate from a design perspective. The manufacturing evaluation showed that the locking screw spins at idle. This device is almost 7 years old and the locking screw shows marks and wear. The locking screws thread spins at idle; the thread was damaged during forceful and often use. This complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.